Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump was received with currents in specification. No unexpected low battery. No blank display. No moisture damage electronic assembly. The lcd board was ok. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that the numbers were ramping on their own. The customer reported that the scroll bar was moving without input. The customer's blood glucose was 109 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.